Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating glucose levels and perceived excessive insulin delivery from the ilet, and a reset was recommended by clinical staff with plans for a factory reset at a later time due to upcoming atypical meals. Symptoms included hyperglycemia. Outcomes included user troubleshooting and education with no alerts or alarms reported. Investigation included review of reported data and remote clinical triage. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.